Event description:
The wife male patient contacted lifecor customer support to report that the blue gel was released from the right therapy electrode pad. She reports they had just changed the garment and after they got thedevice on him, it just "exploded" the blue gel. The patient's electrode belt was replaced.